Event description:
Reportedly, when the device was interrogated at one week post implant check, the ventricular lead impedance was above 3000 ohms. The impedance was measured again with no changes; sensing and pacing failure were also confirmed. Since the patient had no av block the cardiac rhythm was kept by atrial pacing. Since connection failure was suspected a re-intervention was performed later on the same day. When the procedure started (at 15:30) the device was extracted from the pacemaker pocket and before inserting the screwdriver into the slot the lead came out of the port by pull test. The ventricular lead was measured by an analyzer and the impedance and wave amplitude values were normal. Since pacing threshold had increased to 4.5v, the lead was re-positioned until satisfactory measurement values (impedance, wave amplitude and pacing threshold) were obtained. Both leads were then connected to a new pacemaker. The pull test was performed and both leads were confirmed to be tightened. Reportedly during the implantation procedure of the subject device (on (B)(6) 2012) the connector pin was confirmed to be protruded from the connector block, click sound was heard and the lead did not come out from the port by pull test.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.